Event description:
It was reported to philips that the system was unable to generate x-ray due to circuit breaker turned off on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reset the circuit breaker and confirmed the system was fully functional afterward. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).